Event description:
Boston scientific received information that this pacemaker displayed high pacing impedance measurements greater than 2000 ohms on the right atrial (ra) lead and undersensing. It was suspected that the ra lead was fractured. A revision procedure was performed and the lead was surgically abandoned in the left shoulder. The device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.